Event description:
The facility reported that the table would not lower during an open heart case. The patient was closed for transfer to another table, then was reopened in order to complete the procedure. The procedure was successfully completed without further incident.